Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead had triggered an alert for undefined high pacing impedance. It was noted that the rv lead pacing impedance had been in range since. The rv lead remains in use. No patient complications have been reported as a result of this event.